Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported a confirmed overdischarge where the patient had not charged or used the stimulator in many years. The patient did not want a rechargeable battery and the healthcare provider (hcp) was scheduling for a replacement to a non-rechargeable. At the time of the report the issue was not resolved. Surgical intervention was planned but not yet scheduled.